Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single-piece preloaded toric intraocular lens (iol) was explanted from the patient¿s left eye due to negative dysphotopsia. After implantation, the patient experienced symptoms that were described as shadows and flashes from the left eye radiating to the right eye. The symptoms persisted for approximately three months. The original lens was subsequently explanted during a secondary surgery and replaced with a non¿johnson & johnson iol with a 22.0-diopter power. No unplanned surgical interventions, such as incision enlargement, sutures, or vitrectomy, were required. No delay in the procedure. It is unknown if any medication was prescribed that was outside of the standard of care. Directions for use was followed. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed ovd on the surface of the lens. The lens was cleaned and further inspected; no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 03, 2026. Section h3: device evaluated by manufacturer: yes. Section e1: title (e.g., mr., ms.): dr. Section e1: first/given name: (B)(6). Section e1: last name: (B)(6). Section e2: health professional?: yes. Section e2: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.